Event description:
It was reported that a syringe plunger sensor error was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the right plunger case was cracked. The pump event history showed a plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during verified during inspection, the flippers were sticking up. There was contamination on the left plunger case. The root cause of the reported issue was due to use error. The technician replaced the left plunger case. Performed power up process and all functional tests which passed.